Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset. The device was unable to be interrogated due to end of life (eol). The device remains in use. No patient complications have been reported as a result of this event.